Event description:
Patient reported different size. Physician reported discomfort, burning sensation, not being able to lift arms, capsular contracture, baker grade iii, radial folds, clustered cysts, intramammary lymph nodes, benign calcifications against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma -late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, calcification cyst seroma-late, crease folding, pain, visibility and palpability.

Event description:
Device was explanted.